Manufacturer narrative:
Internal complaint number: (B)(4). Analysis of production: (3331/213/67) the reported device is an OEM device. The certificate of conformance was reviewed for the reported serial number. The vendor certifies that this device serial/lot conforms to all applicable product specifications and there were no non-conformances identified for the manufacturing batch. Historical data analysis: (4109/213/67) the review of the historical data indicates that no other similar complaint was reported for the same serial number and reported failure mode. Trend analysis: (4110/213/67) the overall 24 month product complaint trend data for the period sept 2019 through aug 2021 was reviewed. There were no triggers identified for the review period. Communication/interviews: (4111/213/67) communication/interviews were performed to obtain all possible information. Testing of actual/suspected device: (10/13/22) the device was retuned to the factory for evaluation on 09/02/2021. An investigation was conducted on 09/08/2021. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. The extension cable ends were observed to be intact, with no visual defects observed. A "nick" on the cable was observed. No other visual defects were observed. Based on the returned condition of the device, the reported failure "material split, cut or torn" was confirmed.

Manufacturer narrative:
Trackwise ID # (B)(4). The product has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure using dc extension cable, when opening the sterile tray and pulling out the vh-3030 cable, they noticed a "nick" in the cable and they claimed it was a brand new cable. There was no patient effects as it was not used in the case. They just opened a new tray and used a different cable. No patient involvement.